Event description:
It was reported that the user ate dinner while blood glucose was low and later asked whether to announce the meal; support advised that the meal announcement window had passed and that if glucose rose, the ilet algorithm would address it. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no alerts or alarms. Investigation included complaint record review and user education on use of the system. Investigation of this case revealed no device malfunction reported and that user actions were consistent with training. It was concluded that the event was consistent with hypoglycemia of unclear cause with no device-related failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.